Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for a motor error. The drive support cap was correct. The customer did not have stable blood glucose and ended up in the hospital. No blood glucose reading was provided. The insulin pump passed the displacement test. The insulin pump will be replaced.